Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a headache 3 days after her trial implant procedure. The patient stated her headache would improve when she laid down. The patient's physician assistant instructed the patient to drink caffeine beverages and to lay flat over the week-end. The patient's trial lead was removed on (B)(6) 2013 and the patient received a blood patch.